Event description:
The device was returned to baxter for service. During service testing, the baxter technician reported broken door. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information in known.

Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.